Event description:
The customer reported that insulin was squirting out during manual prime, but there was not numbers on the screen. The customer mentioned that there is a gap between the piston and the reservoir once the activate button is released. The caller stated that the insulin stops dripping after the act button is released and the motor stops. Instructed the customer to change the infusion set and to rewind the insulin pump. The customer stated that the insulin continues dripping and the device alarmed an error. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The motor did not go faster, and the numbers on the screen did not show. A small gap between the piston and the reservoir could not be confirmed, and the device did not ramp up.